Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: d224drg ICD, implanted (B)(6) 2011; 5076-45 lead, implanted (B)(6) 2006.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the partial lead was returned in segments, and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.